Event description:
New information received noted that the guidewire for the left ventricular lead became stuck when attempting to reposition the lead, which was why the lead was replaced.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.0cm. The reported event of the guidewire could not remove was confirmed. The cause of the reported event was isolated to bunching of the inner coil at the connector region, due to the stripped ptfe coating from the stuck guidewire consistent with damage occurring while trying to remove the guidewire from the lead.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-15286. It was reported that the patient experienced several inappropriate shocks and presented in the emergency room. Upon interrogation, it was noted that the right ventricular (rv) lead was double counting p-waves and r-waves. A chest x-ray revealed that the rv and left ventricular leads were dislodged. The device was turned off, therapy disabled, until the lead revision procedure. The leads were explanted and replaced. The patient was in stable condition and was discharged.